Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
The event was reported by a costumer from USA: "5 power cords breaking and splits into two. 2 happened on the labor and delivery on (B)(6) 2015. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no. Human harm: no."